Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the pci might be inappropriate treatment for the lesion and the patient. The separated wire left in the patient was not a direct cause of death. The returned guide wire had its coil wire fractured near the middle solder that was at 15 mm from the tip. The core wire was fractured at approximately 12.5 mm distal to the middle solder. When the core wire was observed under a microscope, it showed a flat fracture surface and helical marks on the core shaft. These finding suggested that the core wire became fractured due to accumulated torsion. The coil wire was fractured at the middle solder and soldering mark was seen on the core wire where the coil wire fracture was observed. It was measured that approximately 2.5 mm range of the core wire and approximately 15 mm range of the coil were missing. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that locally accumulated torsion exceeding the product's design limit was inadvertently applied on the subject guide wire while its tip was trapped by the heavily calcified cto lesion and led to core wire fracture. The coil wire was presumed to become fractured by tensile force during wire removal. There was no indication of product deficiency. Instructions for use states: [warnings] never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a pci to treat a heavily calcified cto in the rca #3-4, a septal channel was selected for retrograde approach. After several guide wires were used antegradely, the subject guide wire was advanced to the lesion. The guide wire became stuck in the lesion and separated while the physician was manipulating the wire to cross. The pci was resumed and a stent was deployed in #4. The wire fragment remaining in the #3 was left as is. The next day after the procedure, the patient experienced ventricular tachycardia and underwent cardiac arrest. Intra-aortic balloon pumping was performed and the patient was monitored in the ICU. On (B)(6), the manufacturer received the information that the patient deceased on september (B)(6) 2017.